Event description:
It was reported that a dissection occurred. The patient presented with inferior wall myocardial infarction and underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the mid to distal right coronary artery. A 4.00 x 38mm synergy xd drug-eluting stent (des) was deployed. Post deployment, a type b flow-limiting proximal stent edge dissection was observed, with timi ii flow noted. The physician felt that lipid rich plaque contributed to the dissection. The dissection was covered with a 3.50 x 24mm synergy xd des, and the procedure was completed. The patient was stable post-procedure and fully recovered. It was further reported that the target lesion was 90% stenosed, moderately tortuous and moderately calcified.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The patient presented with inferior wall myocardial infarction and underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the mid to distal right coronary artery. A 4.00 x 38mm synergy xd drug-eluting stent (des) was deployed. Post deployment, a type b flow-limiting proximal stent edge dissection was observed, with timi ii flow noted. The physician felt that a lipid rich plaque contributed to the dissection. The dissection was covered with a 3.50 x 24mm synergy xd des, and the procedure was completed. The patient was stable post-procedure and fully recovered.